Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to verify dark green screen anomaly when pressing act button and bolus anomaly due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of display anomaly from the insulin pump. The customer's blood glucose reading was 354 mg/dl. The customer treated with the pump. The customer stated that the words are hard to see and the screen is a dark green color. The customer mentioned that he was unable to bolus when he goes to use bolus wizard. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.